Event description:
It was stated that the customer was hospitalized for a high blood glucose reading over 1000 mg/dl. It was stated that the customer changed the infusion set four times prior to the hospitalization. It was also stated that the customer may have been using the infusion sets for more than three days due to financial issues. Troubleshooting was not possible as the customer did not have new infusion sets during the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.